Event description:
Information was received from a patient regarding an external device. The reason for the call was that this morning they were able to turn the implantable neurostimulator (ins) on but when they attempted to turn the ins back off they were not able to do so. The caller confirmed that they were using regular batteries and stated that they just put new batteries in the device. The patient states he very rarely turns it on, only once a month or so when he has to sign a signature or something. Patient stated his ears are ringing real bad and if he leaves the ins on. Patient tried to connect to implanted neurostimulator on the call and was seeing the poor communication screen. The issue was not resolved through troubleshooting. An email was sent to the repair department. Patient services (pss) redirected the caller to the hcp to further assist with the symptoms they are experiencing.

Manufacturer narrative:
Continuation of d10: product ID 37642, serial# (B)(6). Product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.